Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and failed with a damaged lcd. The receiver failed to charge and reboot. Functional testing could not be performed. The receiver case was opened for an internal visual inspection and it failed with a damaged u4. An interiror battery test was performed and failed with the voltage not measuring within specifications. The reported event that the receiver ceased to function was confirmed. A root cause is a defective u4.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could be determined.